Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the problem was due to a so-called blue screen, or bug screen, of windows. Such an issue (bsod) can occur when an attempt is made to write to memory outside the control of the operating system kernel. This is detected by a part of the processor called the memory management unit and a bsod is triggered. In this respect, this is a protective function of the operating system to prevent the kernel from being damaged. Such processes are caused by the operating system and cannot be completely avoided, despite all precautions. If the process is only a temporary hardware problem, as in the given case, the system works again without errors after switching it off and on again. In such a case, the log files only provide limited information about which hardware conflict was ultimately the trigger, however, our experts assume that a rare register memory error in the hardware caused the problem. This cannot be verified retrospectively because the computer is no longer in error mode. As a preventive measure, the technician cleaned the boards in the host pc and rebuilt the database. The issue has not been reported again. A possible general issue that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that no acquisition was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.